Manufacturer narrative:
E1 - initial reporter facility name:(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was failed. A field service engineer (fse) assisted the customer with a hard shutdown and manual release of smart remote manager. The customer recovered it and inventoried a medication in the refrigerator. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that abd pyxis¿ medstation¿ es smart remote manager fails to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.